Event description:
The surgeon stated that during the coronary artery bypass procedure, the suture used to sew up the anastomosis got "wrapped around" the heartstring seal. The suture that was used for sewing up the anastomosis broke and the surgeon used a clamp to complete the procedure. No additional complications were reported.